Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device. While advancing the device, pulsatile flow was not achieved, however, the physician continued to deploy the needles. The knot was tied, but when the rail suture was pulled, the suture pulled through the artery. Compression was used to achieve hemostasis and the pt's leg pulse was lost. The pt was sent to surgery. The surgeon removed a large piece of plaque and repaired the site with a vein patch. Pt was discharged the next day. Tnkase was used to restore blood flow.